Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the middle colic artery branch using ruby coil lps and a non-penumbra microcatheter. During the procedure, the tech experienced difficulty advancing the ruby coil lp through the introducer sheath. It was reported that the ruby coil lp would not advance through the introducer sheath and into the microcatheter. Subsequently, the ruby coil lp was removed. The tech then attempted to advance the ruby coil lp on the back table unsuccessfully. The procedure was completed using a new ruby coil lp. There was no report of an adverse effect to the patient.